Manufacturer narrative:
The pump passed the active current test and sleep current test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 32.0 received the lowbatteryalert (104) on (B)(6) 2025 20:46:00 after more than 7 days at 14.58 days. Battery cycle 30.0 received the lowbatteryalert (104) on (B)(6) 2025 06:19:00 after more than 7 days at 13.0 days. Battery cycle 29.0 received the lowbatteryalert (104) on (B)(6) 2025 20:20:00 after more than 7 days at 16.02 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, the pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube and electronic assembly. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Power problem-charge/battery lasts less than expected not confirmed. Damage confirmed. Damage-moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer customer reported the insulin pump had low battery/short battery life. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will not be returned.